Manufacturer narrative:
The report of hemolysis and suspected thrombus can be confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the rotor revealed non-laminated depositions situated on one of the blades of the rotor. The depositions were not adhered to the rotor, lacked denaturing and lacked lamination. Although their origins and a duration in which they were present in the pump could not be conclusively determined, the depositions did not appear to have originated in this location. Examination of the body of the rotor also showed contact marks on the cone section/outlet side. These marks would have most likely been the result of a deposition being present in the outlet stator at some point while the pump was operating and the rotor was spinning; however, evaluation of the returned pump did not show any evidence of significant deposition in the outlet stator that would have caused these marks. If the depositions were present in the pump for an extended period of time, it would have potentially contributed to the reported signs of hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient never left the hospital following lvad implant. The patient experienced elevated lactate dehydrogenase (ldh) levels, hematuria, and remained on heparin and angiomax IV drips. The patient was successfully transplanted and thrombus was suspected in the pump.

Manufacturer narrative:
Approximate age of device - 7 months. The device is expected to return but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.